Event description:
The customer reported that the system intermittently would display a stator on error message during a procedure, which required a system reboot to clear. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The j5 connector on the power motor relay board was reseated. The system was then found to be operating as intended.